Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported that she found a fluid leak following a discontinued treatment. When the patient heard a popping noise and received a cycler warning she noticed she was no longer connected to the patient line and fluid was leaking from the end of the patient line. The patient was advised to contact her pd nurse. The set was not made available for evaluation. During f/u the patient's pd nurse reported that the patient was not given any prophylactic antibiotics and there are no signs of infection. No adverse event reported at this time.